Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement tests. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump was received with scratched case, serial number label fading, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call, the insulin pump had alarmed replace battery now multiple time without a low battery alert. Customer did not recall there blood glucose level at the time of the incident. Troubleshooting was performed. Customer stated the batteries were not previously used. No damage was noted on the battery cap. Customer stated that this was the second occurrence of the insulin pump alarming replace battery now without the low battery alert. Customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump needed to be replaced. The insulin pump was returned for analysis.